Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device history files were read and analyzed. No abnormalities were found in the history log. A visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. A functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. In checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked. The mechanical pressure cut-off was checked. Safety clamp was checked. The device matches the required values and standards. All measured values are within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -3,66%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. During the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. The complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the b. Braun medical global affiliate: reason of complaint: flow issue. Volume infused 1000 ml while the volume displayed is 400 ml.